Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation surgery with two 500cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant ruptures and the outer shell of the implants seemed to be detaching from the implants. No date was provided but according to the event description, it is likely that the implants have been removed on an unspecified date. A supplemental will be submitted when clarifying information becomes available. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 5, 2022, the mentor failure analysis lab received the device for evaluation. On august 15, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This medwatch form is for the right breast prosthesis.